Event description:
Patient dislocated right hip which was restored via closed reduction under general anesthesia

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 10 degree lip eccentric 32 inner diameter liner. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.